Event description:
It was reported that the patient went to see the physician to get their bandages changed, and the physician noticed that the spinal cord stimulator (scs) implantable pulse generator (ipg) pocket site looked red. A culture was taken and the patient was placed on a precautionary round of antibiotics. The culture results were negative for any infection. The physician was happy with the patients progress and the patient was placed on final round of antibiotics.